Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty was experienced inserting the right atrial (ra) lead and right ventricular (rv) lead into the head of this pacemaker. The implant procedure was successfully completed. No adverse patient effects were reported.